Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
Patient reported elevated blood glucose of up to 22 mmol/l (396 mg/dl) due to the infusion sets. There were no issues with the preparation or insertion of the infusion set. There was no insulin leakage. On (B)(6) 2011, patient changed the infusion set and the infusion set occluded after 1 hour. Patient experienced intermittent concerns over a few days, and on (B)(6) 2011, blood glucose elevated to 22 mmol/l (396 mg/dl). Target blood glucose is 6.5 mmol/l (117 mg/dl). When the headset was removed, there was a "big lump" under her skin that was not inflamed or infected. The lump went down after a week. The infusion site was not overused. Patient had to change the infusion headset 8 times in a time period of 5 days, and 2 of the cannulas were kinked. Patient switched to a different type of infusion set. Headsets were inserted using the insertion device. Patient first used this type of infusion set in (B)(6) 2010. Infusion sets were requested for evaluation. The patient did not require assistance from a health care professional or second party to address the issue. Additional details were not provided.